Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during the left femoral arterial line placement, difficulty was encountered to pull the wire back through the needle. The wire and needle were removed together, and wire sheared at the tip. The fractured wire was retrieved by interventional radiology. The patient was fine and had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of guide wire separation cannot be confirmed by the photos. The first photo revealed the guide wire assembly and other kit contents, however there was not clear visual evidence of guide wire separation. The second photo revealed the lidstock information. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during the left femoral arterial line placement, difficulty was encountered to pull the wire back through the needle. The wire and needle were removed together, and wire sheared at the tip. The fractured wire was retrieved by interventional radiology. The patient was fine and had no harm or injury.